Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported that the insulin pump received power error. The customer¿s blood glucose level was 195 mg/dl. Power error recurred within a week of troubleshooting of previous occurrence. The insulin pump will be returned for analysis.

Manufacturer narrative:
No unexpected low battery alerts, replace battery alerts, replace battery now alarms or power loss alarms noted during testing. Power error due to connector resistance issue. Device passed displacement test, sleep current measurement and active current measurement.